Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was inguinal hernia unilat, recurrent. The procedure performed was an inguinal hernia repair. The patient experienced surgical revision, adherent mesh, and infections.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent unilateral inguinal hernia. It was reported that after the implant, the patient experienced adhesions, infection, nerve damage, and recurrence. Post-operative patient treatment included revision surgery, lysis of adhesions and hernia repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent unilateral inguinal hernia. It was reported that after the implant, the patient experienced adhesions, scarring, infection, previously placed mesh had come loose, nerve damage, and recurrence. Post-operative patient treatment included revision surgery, lysis of adhesions and hernia repair.